Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient stated, he got up to go to the bathroom in the middle of the night and while he was on the toilet, he grayed out (not totally passed out) and fell and hit his head. The patient contacted his physician who instructed him to go to the nearest hospital. No additional adverse patient effects were reported.